Event description:
Patient with no significant medical history fell, sustaining a left tibial plateau fracture with extension into the tibial shaft. The patient underwent open reduction, internal fixation of her left tibial plateau fracture with a buttress plate, and open reduction and internal fixation of the tibial shaft with periarticular plate; the wound was closed with absorbable skin staples. The patient developed multiple skin blisters, non-viable tissue and a large hematoma requiring removal of skin staples and evacuation of the hematoma with muscle flap and skin graft. Due to non-healing, patient required removal of hardware and above knee amputation.